Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint was tested and the alleged complaint could not be confirmed. The test strips were also tested and on performance testing with control solution, error 4 was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The patient contacted lifescan (B)(4) alleging an "error 4" error message with the subject meter. The reported issue was unresolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.